Event description:
Home patient (hp) contacted baxter's technical service center for assistance during drain 2/4 of homechoice treatment. Hp reports they received a low drain alarm and noted that the patient line of the homechoice set had become disconnected from the transfer set. Hp noted that their bed and clothing were wet. In an attempt to clear the alarm, hp reconnected and attempted to finish the drain. Baxter technician assisted hp in ending treatment early for evening. Rn reports no patient injury or medical intervention required as a result of incident.